Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant attempt, the lead was "folded and curved" and "[could not] locate." Further clarification was received and it was reported that the lead "curved irregularly when inserting" and because of that, the physician could not "locate it accurately." The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an implant attempt, the lead was "folded and curved" and "[could not] locate." Further clarification was received and it was reported that the lead "curved irregularly when inserting" and because of that, the physician could not "located it accurately." The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.